Event description:
It was reported that there was sensing difficulty. The patient later reported that during routine surgery to replace the device battery, it was discovered that the lead was brittle and faulty. One of the leads was removed without incident, but the other lead was so brittle that it "kept breaking off inside of my heart." The patient stated the doctor elected to leave the broken lead in the heart as it might have done more damage or "kill me" to try to remove the brittle lead remnants. The lead was at least partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all information received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; proximal segment returned and analyzed.